Manufacturer narrative:
Citation: waksman r et al. Transcatheter aortic valve replacement in low-risk patients with symptomatic severe bicuspid aortic valve stenosis. Jacc cardiovasc interv. 2020 may 11;13(9):1019-1027. Doi: 10.1016/j.jcin.2020.02.008. Epub 2020 feb 24. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, pro code npt), evolut pro (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the outcomes and hemodynamic parameters following transcatheter aortic valve replacement (tavr) in low-risk patients with bicuspid aortic stenosis. All data was collected from six centers between august 2016 and september 2019. The study population included 61 patients with native bicuspid aortic valves and was predominantly female with a mean age of 69 years. Of those, 16 patients were implanted with medtronic evolut r or evolut pro transcatheter valves. No serial numbers were provided. Among all patients, adverse events observed within 30 days after tavr included: new permanent pacemaker implantation, new onset atrial fibrillation, mild to moderate paravalvular leak, life-threatening or major bleeding, major vascular complications, and subclinical leaflet thrombosis (hypo-attenuated leaflet thickening or reduced leaflet motion). In addition, one patient reported diplopia shortly after recovery from tavr and magnetic resonance imaging detected an ischemic infarct in the right paramedian pons. The patient¿s symptoms resolved after two days, and the event was determined to be a non-disabling stroke. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.